Manufacturer narrative:
Device is not available for analysis. This report is filed (B)(4) 2012. Device not available for analysis.

Event description:
Per the clinic, the patient's rechargeable battery overheated when connected to an external accessory device. There were no allegations of patient injury and the device has been removed from service.

Manufacturer narrative:
(B)(4)